Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Catalog# is unknown but referred to as cook celect filter. Initial reporter occupation: non-healthcare professional. Name and address for importer site: (B)(4). Summary of investigational findings: the reported allegations have been investigated based on the information provided to date. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter or filter fragment migration and (or) embolization (e.g., movement to the heart or lungs) has been reported. Filter or filter fragment movement has occurred in both the cranial and caudal direction and may be either symptomatic or asymptomatic. Potential causes may include filter placement in ivcs with diameters smaller or larger than those specified in these instructions for use; improper deployment; deployment into thrombus; dislodgement due to large thrombus burdens; and (or) excessive force or manipulations near an in situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: filter migration, trauma to adjacent structures. Unknown if the reported anxiety, stress, and mental anguish are directly related to the filter and unable to identify a corresponding failure mode at this point in time. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56. Cook medical will monitor for similar events.

Event description:
Description of event according to short form complaint filed: it is alleged that "[pt] received a cook celect filter on (B)(6) 2012". Additional information received on 19apr2019: patient allegedly received an implant on (B)(6) 2012 via the left common femoral vein due to deep vein thrombosis. Patient is alleging migration, vena cava perforation and organ perforation (aorta/duodenum). Patient further alleges: "I also experience anxiety, mental anguish, and stress about the status of my filter and any related injuries". Per the (B)(6) 2016, computed tomography- abdomen and pelvis with contrast: "impression: addendum: it has been also pointed out that one of the inferior vena cava struts enters the lumen of the adjacent aorta. There is no dissection or clot formation adjacent to this strut. Series 2, 42/109. This also must be assumed to be chronic. Findings: an inferior vena cava filter is at the level of l2-l3". Per the (B)(6) 2016, computed tomography- abdomen and pelvis with contrast: "findings: lymphovascular structures: the aorta is normal in caliber. Inferior vena cava filter. One of the struts of the inferior vena cava filter enters the duodenum". Per the (B)(6) 2016, computed tomography- abdomen and pelvis with contrast: "attending addendum: inferior vena cava filter struts are once again noted to enter the transverse duodenum and aorta. No associated complications of clot formation, dissection or aneurysm". Patient outcome: unknown.